Event description:
It was reported that the pump triggered an altitude alarm. There was no adverse impact on the customer's blood glucose level, which remained between 54-500 mg/dl. The customer's insulin was temporarily suspended due to the alarm, but they removed an obstruction from the speaker holes, cleaned them, and reconnected the cartridge as instructed. Insulin delivery resumed, and the alarm did not recur, allowing the pump to return to normal operation. Technical support provided additional tips to prevent future altitude alarms, and the customer acknowledged the guidance.